Manufacturer narrative:
The user reported that the switch sparked. Our investigation found that the spring became dislodged and could cause a short depending on where it landed. It appears that the spring inside the switch became loose and shorted across the switch terminals. This is a very unusual occurrence and we are initiating a deeper investigation into how this could happen.

Event description:
The user reported that the switch sparked. Our investigation found that the spring became dislodged and could cause a short depending on where it landed.